Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 3.0mm x 15mm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 12atm within 5 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.